Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 471205-17/lot # k12211122-0044) associated with this event was performed. Per logs, the instrument was last used on 11-may-2022 on system sl0429. The instrument had two uses remaining after the last use. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the power cable of the fenestrated bipolar forceps instrument was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 18-may-2022 and obtained the following additional information: the defective cable was identified at the end of the procedure, so there was no delay and no backup instrument was used. The instrument was inspected prior to use. There was no information on the surgical task performed at the time of the issue. The broken cable was black. There was no information about the type of damage or if there was any thermal damage. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return to isi for evaluation. No image or video is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.